Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that unusual noises was noted at the centrifugal pump of an hls set during patient treatment. The hls set was exchanged with a new one during the treatment of the patient. No clots were reported by the customer and the cardiohelp device did not displayed any alarm. The affected product was investigated by getinge laboratory on 2023-08-14 with following conclusion: the reported failure could not be reproduced. During visual inspection clots were found. The formation of clots in the pump could lead to noises. Due to the dynamics of the rotating parts system, vibrations on additional components can lead to background noises. These include additional auxiliary lines (sampling) or locking elements between the hls module and the cardiohelp. Furthermore, incomplete locking can lead to noise or malfunction. However, this would be detected by an error message on the cardiohelp. Referring to the instructions of use of the hls set (chapter safety instructions for centrifugal pump) it is stated that to listen for scratching noises when priming the system and to replace the hls set advanced if there are scratching noises. The production records of the affected product were reviewed on 2023-08-15. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "unusual noise" could not be confirmed. This complaint was found in the database of customer complaints for the hls set with lot 701069073 as a single event (timeframe from 2022-05-16 till 2023-05-16). The customer will be informed about the results by getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in germany. It was reported that unusual noises was noted at the centrifugal pump of an hls set during patient treatment. The hls set was exchanged with a new one during the treatment of a patient. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.